Event description:
It was reported that the device had an error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d5: operator of device: updated. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were removed or broken on the plunger case and bottom case upon receipt. The left plunger case was damaged. Error codes could not be obtained from the event history log (ehl) due to a blank screen and constant alarm. After the power up process, the customer reported issue was confirmed as a blank screen with constant alarm was found. The root cause of the reported event is attributed to an incomplete upload process from the base to the head by the customer. To correct the issue, software v1.6.4 was uploaded by using the power point process. Preventive maintenance and all functional testing was performed. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.